Event description:
On (B)(6) 2013, the customer reported that during a routine clinic visit, noise was observed on the right atrial (ra) lead, resulting in inappropriate atrial tachy response (atr) lasting eight seconds. Daily measurements indicated an amplitude of 0.3 to 0.5mv, pacing impedance measurements of 140 to 160 ohms and a threshold measurement of 1.9v at 1msec. The device experienced a lead safety switch (lss) and was in the unipolar configuration. The local area sales representative was working with the pt's physician. No further information was available. To date, no adverse pt effects were reported as a result of this clinical observation. Additional information was received indicating this lead was surgically abandoned due to ongoing low impedance measurements. The lead was actively implanted for approximately 12 years, 4 months.

Manufacturer narrative:
The lead was surgically abandoned, therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. To date, no adverse pt effects were reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.